Manufacturer narrative:
The product identified in this complaint is not expected to be returned or made available for investigation. Previous investigations of returned products and extended investigations for this issue reviewed libre sensor adhesive materials, libre clinical trial data, and review of manufacturing records. These investigations did not find any product or process deficiencies that would contribute to the skin irritation issue. Current labeling advises customer to discontinue use of sensor if irritation occurs. Current product surveillance data indicates that the product is performing as expected. Additional investigation will be conducted on returned product if it is returned at a later time. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer's mother reported the customer experienced symptoms described as "rash on the skin and burning feeling" at the sensor site. Sensor was removed and customer had contact with a health care professional who provided unspecified "cream and pills" for treatment of the sensor site. No further information was reported. There was no report of death or permanent injury associated with this event.